Manufacturer narrative:
Date of event: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device expiration date: unknown. Device manufacture date: unknown.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: encountering increase in occlusion alarms after transition to smoflipid emulsion for infusion.

Manufacturer narrative:
H.6. Investigation summary: no product or photo was returned by the customer. The customer complaint that they are encountering increase in occlusion alarms after transition to smoflipid emulsion for infusion could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a lot number was not provided by the customer. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the bd smartsite¿ extension set experienced blockage. The following information was provided by the initial reporter: encountering increase in occlusion alarms after transition to smoflipid emulsion for infusion